Event description:
During patient scheduled follow up, 3.5 years after implantation, the device involved in this MDR report could not be interrogated. Therefore, the device was explanted.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. This device was manufactured between 04/2003 and 07/2003 and was listed in the advisory letter issued in 07/2005. The device analysis is in progress.